Event description:
Boston scientific crm received information that this atrial lead dislodged approximately three weeks post the implant procedure. The lead was explanted and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this event would be updated.